Manufacturer narrative:
The returned part was visually confirmed to have foreign material on the anterior inferior groove where the art surface locks into the tibial plate. The implant was sent to have infrared analysis performed on the debris. The analysis determined the substance was inorganic but could not positively identify the material. A stock investigation found that all the parts from this lot have been distributed for use with no other complaints found. The device history records for the articular surface were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. No other reports of this nature have been received for this part/lot combination. This device is used for treatment. The reported event was relayed with the responsible manufacturing department, resulting in a process evaluation with no issues found. A definitive root cause cannot be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that when opened for implantation the implant was found to have marks on the surface. A second implant was opened and implanted without any issue.